Event description:
It was reported that a patient underwent a right revision surgery due to a cup position caused by impingement and tendonitis causing pain for the patient. It was reported that no additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02325. Visual examination of the provided pictures identified no visible damage to the shell. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.